Event description:
Chronic pain patient with spinal cord stimulator was scheduled for replacement of spinal cord stimulator lead due to a lead fracture. The patient's complaint was that it was "not working". Surgery performed. Lead had to be removed and replaced with new lead. Upon removal, the company representative stated the lead was fractured.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.